Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A transmitter functional testing was performed and passed all relevant testing. A review of the share log was performed and the allegation was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of the device stuck in a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.